Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed several anomalies. The helix mechanism test failed after 15 turns because the helix housing was clogged with dried blood and body fluid. The helix is now retracted. Dried body fluid was observed in the helix housing, which is typical for active fixation leads. The susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance issue. A new lead with a different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance issue. A new lead with a different model was implanted. No adverse patient effects were reported.